Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: investigation revealed a cracked battery compartment and a dim and discolored display. Unrelated to these issues, the bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/07/2016. Investigation revealed a cracked battery compartment and a dim and discolored display.